Event description:
It was reported by the customer that the syringes were sticking when it was at the end of the injection, so they did not retract like they were supposed to. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This is 3 of 3 mdrs for this customer. Three reorder numbers were impacted.